Event description:
It was reported that the patient¿s device was supposed to last five years but only lasted nine to fourteen months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3487a, lot # l67158, implanted: (B)(6) 1999, product type lead. (B)(4).